Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot number: 0012207565; product type: delivery catheter system; non-implantable device product ID: l-evolutfx-232; product lot number: 0012524099; product type: compression loading system; implant date: non-implantable device updated data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} updated data: a1, a2, b5, d1, d4, d10, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the delivery catheter system (dcs) was accessed via the right femoral access site with the bleed at this access site. The minimum right femoral diameter was 5.5 millimeters (mm). Regarding patient anatomy contributing to the event. It was reported that there was no mention of tortuosity but the left coronary cusp (lcc) calcium measured 11.7 mm and extended down through the left ventricular outflow tract (lvot). A computed tomography (CT) documented extensive calcified coronary artery disease.

Manufacturer narrative:
Continuation of d10: product ID {{unknown dcs}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{unknown cls}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of this transcatheter bioprosthetic aortic valve a new left bundle branch block (lbbb) developed. A temporary transvenous pacing (tvp) remained overnight as result. Following the procedure bleeding at the access site was observed while the patient was in the post-acute coronary unit (pacu). Manual pressure resolved the bleeding prior to the transfer out of the pacu. The bleeding was reported as causal related to the implant procedure and probably related to the delivery catheter system (dcs). There were no acute rhythm events and the tvp was removed the day following the valve implant. Due to the transient lbbb, the beta blocker was held until the cardiology follow-up visit. Discharge included a 30-day event monitor which showed no sustained arrhythmias. Prolonged hospitalization occurred. The event resolved the day following onset and was reported as probably related to the implant procedure and possibly related to the valve.